Event description:
Boston scientific received information from a competitor field representative that this implantable lead displayed high out of range pacing impedances and increased pacing thresholds after being hooked up to the competitor's pulse generator. The representative was to discuss an action plan with the implanting physician. As of today, available information indicates that the lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.